Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "when the specialist catheterization nurse performed PICC puncture and catheterization for the patient, it was found that the guide wire could not normally guide the catheter into the blood vessel. After checking the guide wire, it was found that the front end of the guide wire was malformed and hypertrophy, which could not be used normally." No other information was provided.